Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 208 mg/dl at the time of the incident. The customer state that they were able to clear the pump errors and power loss alarm. The customer also report one time occurrences of the alarm is generated when a power failure is detected alarm and post-reset ram crc alarm. The insulin pump will not be returned for analysis.